Event description:
It was reported that during the unknown procedure, faradrive steerable sheath, was selected for use. It has been mentioned that physician observes some air bubbles in the sheath each time when the physician rapidly withdraws the farawave catheter and guidewire. The procedure was completed successfully by using original device. No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available upon request. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.